Event description:
The scrub tech reports that a tear was noticed on the intraocular lens (iol) after insertion. The incision was enlarged to accomodate removal of the lens and the capsular bag tore. An anterior chamber lens was implanted and sutures were required. The pt was sent to retinal specialist for evaluation.